Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Subsequent follow-up with the customer, additional information was received. It was reported that the tenotome to take out graft reference: 232002j, pigtail tendon peeler, was the one that arrived for this patient and tore the graft and this was one of the reasons why the second acl was canceled, since the other tenotome (gun type) had to be taken out that came on the other equipment. Furthermore, the tibial drill bits number 8 of the two equipments were without edge. It was reported that the other drill was also removed from the second equipment to try to make the tibial tunnel without passing so much difficulty but they were in the same conditions, references: 219348 and (10) 1601001. One of the implants reference: 223751, arrived packed but without any contents inside the box.

Event description:
This is report 1 of 3 for the same event. It was reported by the affiliate in colombia that during an unspecified surgical procedure, it was observed that the tendonharv pigtail peeler *ea device tore the graft and the procedure had to be cancelled. It was further reported that the restore fullflute ream 8mm *ea device was not able to cut, and another restore fullflute ream 8mm *ea device was used to try to make the tibial tunnel; however, it was in the same condition that it was not able to cut either. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: b5: event description: it was reported on the initial report that another restore fullflute ream 12mm *ea device was used to try to make the tibial tunnel. However, subsequent follow-up with the customer determined that it was a spare restore fullflute ream 8mm *ea that was used. Therefore, the event description have been updated to reflect this correct information.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned; therefore, unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was determined that the cable has a tear that was probably caused due to incorrect handling; therefore, the complaint reported was confirmed. It was determined that the photo did not provide enough evidence to determine the root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.    Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.    At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the second patient whose case was canceled was not under anesthesia because the lca equipment was used with the previous patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is not currently available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event. It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the tendonharv pigtail peeler, ea device tore the graft and the procedure had to be cancelled. It was further reported that the restore fullflute ream 8mm, ea device was not able to cut, and another restore fullflute ream 12mm, ea device was used to try to make the tibial tunnel; however, it was in the same condition that it was not able to cut either. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.